Event description:
A customer reported that she was unable to test her blood sugar due to receiving a blank screen on her freestyle meter. The customer reports being dizzy and light headed and she was taken to her dr. The customer reports being diagnosed with hyperglycemia and was given insulin.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.